Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Manufacturer report number: 2017865-2020-09391. It was reported that the patient presented via remote transmission. Upon review, it was revealed that the right atrial lead and right ventricular lead exhibited over-sensing of noise. All other lead parameters were intact. The physician plans to bring the patient into clinic to perform isometric testing, rule out lead integrity issues, and make programming changes. No interventions were made. There were no consequences to the patient.